Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were not feeling the stimulation and they were having a terrible problem with leakage over the past couple of days. Helped them connect to ins and increase the stimulation. Reviewed options for adjusting programs. The patient stated they will see the healthcare provider(hcp) again next week and will discuss with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that yesterday the patient was sick and throwing up all day and had leakage. Patient attributed it to when they would throw up or something like that. Patient noticed yesterday that the smart programmer was turned off and wouldn't turn back on. Patient was back to where they were before they had the stimulator peeing all over the place. Walked them through checking their settings and their amplitude was down to 2.2 ma where they first started. Patient wasn't at the higher amplitude they were at when at the healthcare provider (hcp). Patient increased the stimulation while on the phone. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.